Manufacturer narrative:
The event date was reported as approximately ¿3-4 weeks ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link device leaked. At the end of an infusion of platelets, the nurse observed an unspecified amount of the platelets had infused onto the patient¿s bed. The leak was observed from the patient ¿line¿ becoming disconnected from the one-link device. There was no patient injury or medical intervention associated with this event. No additional information is available.